Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. The septum, an internal rubber component of the seal, was torn. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.".

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: instrument guide dropped into the patients abdomen during surgery. By luck the assistance surgeon saw this and was able to retrieve the plastic instrument guide. Dkma report received via email on 14jan2020 (translation provided by territory manager): during a laparoscopic cholecystectomy discovered the assisting doctor a plastic piece laying loose inside the patients abdominal cavity between the intestines. The surgeon gets the plastic piece out and discover that it came from the trocar. It is a coincidence that plastic piece is found due to limited vision during a laparoscopic surgery the plastic piece could have disappeared between the intestines. Intervention: retrieval of separated part. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. . Event description: instrument guide dropped into the patients abdomen during surgery. By luck the assistance surgeon saw this and was able to retrieve the plastic instrument guide. Dkma report received via email on 14jan2020 (translation provided by territory manager): during a laparoscopic cholecystectomy discovered the assisting doctor a plastic piece laying loose inside the patients abdominal cavity between the intestines. The surgeon gets the plastic piece out and discover that it came from the trocar. It is a coincidence that plastic piece is found due to limited vision during a laparoscopic surgery the plastic piece could have disappeared between the intestines. Type of intervention: retrieval of separated part. Patient status:no patient injury.